Event description:
Additional information was received. It was reported the patient removed the battery pack from the back of the controller and left it out for a couple of minutes. After that, they were able to charge both the controller and ins. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implant able neurostimulator (ins). It was reported that the patient got desired settings not available and the patient is not getting the pain relief they need. The patient is being programmed with 2 programs with 910+ and 10-9+, 500usec 40hz at 5.6ma, and 900usec 40hz at 9.4ma. Impedance check showed. 1 690 ohms 2 800 3 910 4 900 5 870 6 850 7 850 8 40k 9 900 10 920 11 40k 12 40k 13 31830 14 820 15 830 ohms the cause of electrodes being out all of a sudden is not known. Tests of impedance in different body positions gave similar results to above. The patient needs the pulse rate high to spread the stimulation sensation to her calf area. It was suggested to add another electrode to drive more energy through the system. So, the rep changed group b to 9- 10- 10+, this allows the patient to feel stim without getting an error message on the controller. They also need less ma to get the same effect. The rep will adjust other groups as well by adding more electrodes. The issue is resolved. No further complications were reported or are anticipated. On aug 6, 2020, additional information was received from the patient reporting that about two weeks ago in (B)(6) 2020, they noticed that when they were sitting down ¿stimulation would automatically shut off¿. They stated that the stimulation would go from their left side and it would shut off and go to their right side. They indicated that this would occur whether their legs were crossed or not. The patient then reported that today they were trying to change their power in their stimulator and they stated they got the ¿settings not available¿ message, which appeared on all three of their settings (group a, b, and c). The patient stated that their ins battery was full, they charged last night and it was fine, but since they charged, now they could not move/adjust the stimulation. The patient stated that they were on vacation and driving in a car and needed more intensity. They had been trying to get relief on all 3 groups (a, b and c). The patient checked and reported that the ins battery level was currently at 90 percent. Potential steps to resolve the settings not available message were reviewed, and the patient stated that they were unable to go up or down, but then tried to decrease on their last utilized group (group c) and confirmed it did allow them to decrease it. The patient however, was not willing to reduce their therapy on their other groups as they were afraid it would bring them down to zero and ¿shut them off completely¿. It was recommended that the patient get their device checked in person and the patient noted that they had an appointment scheduled with a rep next week for wednesday ((B)(6) 2020). It was reviewed that the patient could use it the best they could in the meantime. The patient also confirmed that they had had no falls, accidents or other medical tests or procedures that may have contributed to these issues. The patient then commented that they had fallen before in the bathtub a couple of times, but stated that this was a while ago (over a year since that happened). On (B)(6) 2020, the manufacturing representative indicated that the patient was getting oor on the controller when the patient tried to increase stimulation to get coverage on the right side of their body. The rep stated that impedances showed electrodes 8-13 are high. The rep was able to use electrodes 14 and 15 to get good coverage for the patient¿s right side. They added that they will give the patient the option of turning the right side off to still allow for left side coverage. The rep indicated there was no known cause for the impedance or therapy issue.